Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a renal biopsy procedure through normal density tissue using maxcore instrument. During the procedure, the outer cannula could not be fired after the needle was inserted. It was further reported that there was bleeding. No coaxial needle was used. The procedure was completed by another device. The current status of the patient was unknown.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided renal biopsy procedure through normal density tissue using maxcore instrument. During the procedure, the outer cannula could not be fired after the needle was inserted. It was further reported that there was bleeding. No coaxial needle was used. The procedure was completed by another device. There was no patient reported injury.

Manufacturer narrative:
H11: additional information was received that multiple punctures in the renal area resulted in tissue damage and bleeding are not considered under serious injury criteria and the file was reassessed for reportability and determined to be reportable as malfunction. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the failure to fire issue could not be determined based upon the provided information. Labelling review: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the failure to fire issue could not be determined based upon the provided information. B1, b5, g3, h1, h6 (patient) . Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: additional information was received through follow up that there was bleeding occurred. Hence, the file was reassessed for reportability and determined to be reportable as serious injury. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B1, b2 (event attributed to), b5, g3, h1, h6 (patient, method). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided renal biopsy procedure through normal density tissue using maxcore instrument. During the procedure, the outer cannula could not be fired after the needle was inserted. It was further reported that there was bleeding. No coaxial needle was used. The procedure was completed by another device. The current status of the patient was unknown.